Event description:
Biomet crimper instrument from biomet cable system used to apply cables on previous surgery was not working properly leading cables to become loose later. Pt had to have additional surgery to replace cables. Biomet rep replaced instrument on tray.